Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nine heli-fx endoanchors were implanted in a patient due to concern for late failure of an endurant ii stent graft system which was implanted for the endovascular treatment of a 72mm diameter abdominal aortic aneurysm. It was reported that a type ib endoleak was detected from a follow up ultrasound carried out approximately one year later. The event is continuing without treatment. Per the investigator, the cause of the event is probably related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.